Event description:
Water level in humidifier cartridge of circuit exceeded operating level allowing water to be pumped into pt circuit. Cartridge defective. Scratches found on circuit card of cartridge.